Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 05/31/2015. Device evaluation: the devices was returned on 04/13/2015 and investigated by product analysis with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the battery compartment was found to be cracked below the grip pad. Investigation confirmed the complaint.